Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received two button alarm 22. During one of the button alarms the customer inadvertently held down the wake button and the pump was placed into storage mode which turned the pump off. While assisting the customer with turning the pump on a second button alarm was found to have occurred. The customer stated nothing was pressing up against the button to have triggered the alarm. It was indicated that customer resumed insulin delivery. There was no impact to the customer's blood glucose level.